Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that cine-fluoroscopy, revealed that the right ventricular lead exhibited externalized conductors. All electrical measurements were normal. No intervention or patient symptoms were reported.

Event description:
New information noted that the cine-fluoroscopy images were evaluated in house and the lead was determined not to be externalized.